Event description:
The pump's battery was reported to be unchargeable, and attempts using different wall outlets and adapters did not resolve the issue. The caller did not receive a power source alert, and the issue did not cause the customer's blood glucose to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued uninterrupted. The customer was instructed on how to put the pump into storage mode and agreed to return the pump using a prepaid label within 10 days.